Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, the customer cleaned the speaker holes and cleared the alarm. Additionally, it was reported that the cartridge was leaking from "along the sides" of the cartridge. Customer loaded a new cartridge to address the issue. The customer's blood glucose was 400 mg/dl.